Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to confirm auto off alarm due to keypad being unresponsive. No moisture damage was noted on electronics assembly. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 177 mg/dl. The customer stated that she got an alarm this morning that said auto off. She stated that she was not able to clear out the alarm on the pump. The customer stated that she was not able to press the escape button and she cannot clear it with the act. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.